Event description:
It was reported that approximately one year post-op, a revision surgery was performed in order to replace the patient¿s broken implant. According to the reporter the patient received a total shoulder system in 2008. Patient recently started experiencing pain in his shoulder. During the revision surgery, the surgeon noticed that the implant had begun to break apart. The surgeon replaced the implant with a competitor¿s device. Follow up with the reporter provided information that the surgeon feels there was no problem with the device; he states the patient was non-compliant with post-op protocol. The patient was weightlifting 210 lbs at the time the pain developed. Patient date of birth & weight were requested, but not provided.no further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned. Therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available, and without device evaluation. Device history record revealed nothing relevant to this event.as reported the most likely cause(s) of this type of event is patient non-compliance to post-op protocol. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.